Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose level was 200 mg/dl. The customer tried to change cartridge and subsequently, multiple cartridge change error messages occurred with the same cartridge during the load process. Reportedly, the customer was able to load the cartridge successfully and resume insulin delivery. Reportedly, the customer would continue to use the pump for insulin therapy.